Event description:
A physician reported that her pt began experiencing severe pain on her left side immediately following essure placement. The physician stated that the pt's left external fallopian tube and ovary had been removed, which she had not been made aware of prior to the essure procedure, as a result of prior surgery. The doctor reported satisfactory placement of the essure micro-inserts during the essure procedure. The physician performed a laparoscopy to remove the essure micro-inserts and then performed an abdominal hysterectomy. The physician reports that the pt's pain resolved following micro-insert removal. The physician believes that the essure micro-insert was directly related to the pt's pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs